Event description:
Note: no pt involvement. Note: date of event unk. It was reported to boston scientific corporation that the trapezoid rx lithotripter compatible baskets were being restocked approximately two weeks ago. According to the complainant, while restocking, the gi technician identified a hole in the bottom left of the packaging. This created an issue with sterility so the product was returned to bsc for evaluation. No procedure was involved with this complaint.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).